Event description:
Facility reports during the treatment an alarm sounded on the dialysis machine as the result of a leak from the sample port of the venous line. Estimated blood loss unknown. Patient was transfused 1 unit of blood. The line that leaked was discarded by facility.